Manufacturer narrative:
The device was returned for analysis. The reported deformation due to compressive stress was confirmed. The reported activation failure was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure as the device inflated and held pressure during the return evaluation of the device. Additionally, the investigation was unable to determine a conclusive cause for the reported deformation due to compressive stress (shaft kink) and noted packaging problem (kinked coil and damaged chipboard box); however, factors that could contribute to deformation due to compressive stress (shaft kink) and noted packaging problem (kinked coil and damaged chipboard box) include, but are not limited to, manufacturing damage, damaged during shipping, and product damage during handling by user. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified vessel. The 4.00x8 mm xience xpedition stent delivery system was noted to have a few kinks and could not be deployed. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.